Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient went to the emergency room (ER) due to an audible alert. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had an impedance out of range warning. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.